Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 80-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. Following transfer to the intensive care unit (ICU), the patient was noted to have a right groin hematoma, with perclose sutures in place and a femostop device applied over the access site. Later, bleeding was observed at the groin access site, extending down the medial aspect of the leg. The femostop device was removed, and manual compression was held. Despite continued manual pressure, hemostasis was not initially achieved. By the following morning, bleeding had resolved after administration of one unit of packed red blood cells and one unit of platelets, with no further bleeding reported. The patient remained on impella cp support at the time of the reported event.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
Patient-device interaction/major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.